Manufacturer narrative:
The provided qc results gave no indication of a performance issue with the reagent or the instrument. The analyzers' alarm histories contained several alarms which could be an indication of poor sample quality. The centrifugation spin time was too short while the spin speed was too high. In the initial patient sample, sample a, there was sediment noted in the sample after respinning the sample. Analyzer performance check testing was performed on both instruments. The investigation determined that the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable high elecsys troponin t hs stat assay(tnt hs stat) results for 1 patient tested on two cobas 8000 e 602 modules. Refer to the attachment for patient data. The customer deemed a tnt hs stat result around 20 ng/l to be correct. The results in question were reported outside of the laboratory. The tnt hs stat reagent lot used on both analyzers was 396678 with an expiration date of 31-jul-2020.